Event description:
It was reported that the intra-aortic balloon (iab) was prepped properly. However advancing trough the sheath was impossible. As a result. Another iab-s840c was requested. Additional information received on (B)(6) 2012, stated that the event involved a male pt. The procedure occured in the cath lab. Further information received on (B)(6) 2012, stated that after pulling vacuum through the one-way valve, the valve was kept on the iab. The iab did not unwrap prematurely. The md could not advance the iab through the sheath and as a result, the md removed the sheat and iab as one unit. The md requested another iab for insertion. Reference MDR #1219856-2012-00198 for the second iab event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.